Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The device contract manufacturer conducted a review of the manufacturer records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: do not advance the guidewire against resistance until the cause of the resistance has been determined. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath dilator and guidewire must be removed together. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Guidewire broke while trying to advance wire through a fistula aneurysm, there were no calcifications, and the wire was removed from the left forearm.